Manufacturer narrative:
(B)(4). Date of event unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Did the device complete the firing? Did the device fire too slowly/fast or was it difficult to squeeze the firing handle? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?.

Event description:
It was reported that during a lobectomy, whenever they would articulate the device they would fire once or twice and it would stop working. Like it had lost power. Like the battery was dead. Two devices were used with the same lot number and same issue. Case completed with a third device. No patient harm.